Manufacturer narrative:
The insulin pump powered up properly after battery installation and had no blank display noted. The insulin pump had received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was returned with a stripped battery cap, stripped battery cap coin slot, minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 352 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved because the customer could not remove the battery cap. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.